Manufacturer narrative:
Customer called service reporting that the system fluoro failed with a collimator error. When they attempted to change the mag mode on the collimator, it would not change and or would give error message..."waiting on collimator". Service advised customer that the collimator would need replaced. The field service engineer (fse) went on site and confirmed collimator errors, epos and ecal errors and replaced the collimator. Fse tested the unit verifying proper operation dr service checklist (B)(4) and returned the unit to the customer for full service.

Event description:
Customer reports during an unknown procedure, system fluoro failed with a collimator error. Staff was able to complete procedure without fluoro. No reported injury.